Event description:
The customer reported 6 false positives for the flu b target on the alinity m resp-4-plex assay. The customer reported that after receiving fa-am-nov2022-283 (field action associated with 552-risk, increase in rsv and flu b false positives concerning alinity m resp-4-plex amplification kits), they retested flu b positive samples on the genexpert instrument. There were 6 samples that retested as negative on the genexpert. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 6 false positives for the flu b target on the alinity m resp-4-plex assay. The customer reported that after receiving fa-am-nov2022-283 (field action associated with 552-risk, increase in rsv and flu b false positives concerning alinity m resp-4-plex amplification kits), they retested flu b positive samples on the genexpert instrument. There were 6 samples that retested as negative on the genexpert. There was no report of impact to patient management. Two additional flu b false positive results were added for a total of 8. See the table below for details. Sample ID test date alinity m result (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. (B)(6). (B)(6) 2022. Flu b positive. The discrepant results were not reported outside of the laboratory. The laboratory is confirming all flu b results before reporting them. There was no impact to the patients. The additional discrepant results and run dates will be submitted in 3005248192-2023-00113, 3005248192-2023-00114, and 3005248192-2023-00115.

Manufacturer narrative:
Additional information: additional discrepant patient results were reported and run dates were added. Corrected date of event from 23-nov-2022 to 24-nov-2022. Investigation into this complaint included a customer data review, retain/file sample evaluation, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 381817 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 381817 retain sample was tested by the complaint support team. Lot 381817 met all validity and acceptance criteria with no error codes. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 381817 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 381817 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 381817. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 381817 was not identified.